Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a site's programming wand could not be used to communicate with vns generators. The batteries were reported to be fine. It was reported that when another wand was substituted, communication was established successfully. Product analysis has been completed on the programming wand and it was found that the 9v battery was depleted and the serial cable had an intermittent conductor. When a known good battery and serial cable were substituted, communication could be established successfully.